Manufacturer narrative:
(B)(4). The device was manufactured march 4, 2013 to march 5, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water with no leak or rupture observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate ruptured during filling. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.